Event description:
The device was used during a "clon" procedure. The customer reported that during closure of the device, the anvil itself became dislodged. They tried to fire the device but the device did not staple and did not cut. Due to this problem, a conversion to open was necessary. They did an additional resection of the tissue closer to the rectum and completed the case with another device. It is unknown how the patient is now.